Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of a serious injury. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient received an inappropriate treatment while in a skilled nursing facility (snf). Rapid svt (150 bpm) contributed to the false detection. The response buttons were not pressed during the event. The patient remained at the snf.